Manufacturer narrative:
Batch reviews performed on 21 december 2016. Lot 134636: (B)(4) items manufactured and released on 18 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-revision tibial wedge size 4/10mm, code 02.07.14tw, lot. 102135 (k102437): (B)(4) items manufactured and released on 07 october 2010. Expiration date: 2021-01-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Primary sterile packaging found broken/opened along one side. Another item, same reference, was opened: the tyvek of internal sterile package was cut, but the two external packages were intact. The second tibial wedge opened was implanted.

Manufacturer narrative:
The initial reporter stated the primary sterile packaging would have been available for further investigations (reported in the initial report, MDR 2016-00674 sent to FDA on 22 december 2016). To date and after several attempts, medacta international has not received any packaging related to this event, yet. On 22 february 2017 it was prepared a final report with the information already submitted in the initial report. On 13 march 2017 the report was sent to the initial reporter and the case was closed.